Event description:
It was observed during the device inspection that the scope had debris on the light guide mount/prong. There was no patient involvement.

Manufacturer narrative:
Based on the result of the investigation, a definitive root cause for why the debris remained on the mount was not determined. Olympus will continue to monitor field performance for this device.